Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the customer to assist us with the investigation of the reported event. We will submit a follow-up report upon completing our investigation.

Event description:
A hospital in (B)(6) reported a leak in an rt330 infant optiflow circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Correction: upon return of the complaint device (expiratory limb only), it was observed that the device did not come from an rt330 infant optiflow breathing circuit (as reported by the hospital). The expiratory limb was found to belong to an rt265 infant dual heated evaqua2 breathing circuit. Method: only the expiratory limb of the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned expiratory limb was visually inspected and pressure tested. Our investigation is based on information provided by the customer, our knowledge of the product and previous investigations into similar complaints. Results: visual inspection revealed a crack on the proximal connector of the expiratory limb. No damage was noted on the tubing. The pressure test showed that the expiratory limb was within specification. Conclusion: we are unable to determine what may have caused the damage noted on the returned expiratory limb. However, based on previous investigations it is possible that the crack was most likely due to the connector coming into contact with a chemical resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage was observed after 2 days of use, which suggests that the subject breathing circuit was damaged after it was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers.

Event description:
A hospital in (B)(6) reported a leak in an rt265 infant dual heated evaqua2 breathing circuit during use. No patient consequence was reported.